Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral arteriotomy closure of the severely calcified left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device wasn't anchored properly due to excessive femoral calcium [malposition of suture]. The reported malfunction occurred with three proglide devices. Two devices failed in the rcfa and one device failed at the lcfa. This resulted in bleeding and a hematoma formed, requiring a blood transfusion. Furthermore, the patient also had a perforation in the superficial femoral artery, which required a covered stent. Lastly, the patient also experienced anemia, which required medication. The sheath was upsized to a 14f sheath in the rcfa and the tavi procedure was completed. A femostop device was used without issue at the lcfa, but it didn't stop the bleeding. Hemostasis was achieved with a covered stent at both access sites. There no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the reported malfunction occurred with three proglide devices. Two devices failed in the rcfa and one device failed at the lcfa. The femostop ii plus device was used without issue, but it didn't stop the bleeding. Hemostasis was achieved with a covered stent at both access sites. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the femostop ii plus vascular compression system instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.